Manufacturer narrative:
Additional information: h11: the device was received for evaluation. The event history log was reviewed and no issues were identified that could have contributed to the reported issue. During functional testing, a primary and secondary infusion was performed and the device was able to deliver the proper amount of fluid. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during an unspecified process step. The pump programmed as secondary and volume to be infused at 115 ml. After the 115 ml of vape, half the bag remained: the volume to infuse was reset to 45 ml to complete the bag. The pump counted 115 ml when it only delivered slightly more than half. There was no report of patient injury or medical intervention associated with this event. No additional information is available.